Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received result of 587 mg/dl on the advantage system and 137 mg/dl on professional device within 10 minutes no actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.